Manufacturer narrative:
Received one used set of four arcticgel pads with the original unit packaging. Per visual evaluation, the pads were reviewed and there was evidence that the pads had been used. Visual inspection also found a good sealing between the clear film and the pad; the trim pattern was found to be within specifications. The energy connector of the right back pad clamp was found to be free of damages on all four pads. The manifold connectors were free of damages and presented with a good connection. No manufacturing deficiencies were observed on the four returned pads. Per functional testing, the pads were submitted to a flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems. Left chest pad: a total of 2.92 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 2.54 l/min m2 flow rate was registered during the test. Right chest pad: a total of 1.82 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right thigh pad: a total of 0.636 l/min m2 flow rate was registered during the test. The pad was noted as crushed. According to the test method the flow rate was found to be out of specifications on the right thigh and right chest pads as the pads were noted as crushed. The other pads were found to be within specifications as the flow rate for this product must be above 2.4 l/min m2. The complaint was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. The pads were replaced with a new set of pads. The patient expired at an unknown time and with an unknown cause. The hospital stated that the expiration was not device related. The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.